Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device would not respond. A review of the receiver data log confirmed firmware errors. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.